Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was not placed in the proper position and remained in the delivery shaft. Hemostasis was achieved by manual pressure. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was still visible after the device was removed. The exoseal was used for hemostasis and used as per the instructions for use (IFU). A 5f 10 cm non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque and no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was an endovascular therapy (evt) case with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient had no infection disease. Additional information was requested but not provided. Per the product evaluation, the plug was present on the delivery shaft. The device was received partially deployed and with the plug swollen. One non-sterile vascular closure device - 5f was received for analysis. Upon visual inspection, the unit was already inserted into an unknown sheath. The deployment lever on the device was pressed, and the plug was present on the delivery shaft, which had dry blood residues, with the indicator wire retracted. The indicator window was received in the white/black/red position, and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit, and the distal tip inner diameter (ID) was measured. The results were within specification for the distal tip ID specification. The functional test could not be performed successfully because the device was received partially deployed and with the plug swollen. The internal mechanism was inspected, and no anomalies or issues that could contribute to the device¿s inability to deploy were noted. A partially deployed plug was observed on the distal end of the delivery shaft. No anomalies were observed in the components inspected. The reported event of ¿indicator wire-unable to retract¿ was not confirmed through analysis of the returned device since the indicator wire was received already in the retracted position. However, the reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was confirmed as the plug was partially deployed with the deployment button fully depressed. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the inability to deploy the plug from the device reported. However, as the dimensional analysis of the ID was within spec and there were no anomalies noted to the internal mechanism within the handle, it is possible that the plug was prematurely swollen within the delivery shaft, which can occur due to procedural factors. However, the contributing factors of the additional issue reported that the indicator wire was still visible after device removal (not retracted) could not be determined as the device was received with the wire fully retracted into the device. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not placed in the proper position and remained in the delivery shaft. Hemostasis was achieved by manual pressure. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was still visible after the device was removed. The exoseal was used for hemostasis and used as per the instructions for use (IFU). A 5f 10 cm non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque and no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was an endovascular therapy (evt) case with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient had no infection disease. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.